Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both instruments noted no abnormalities. The first loading unit displayed a full complement of staples and the interlock was engaged with no damage to the knife blade. The second loading unit was fully applied and the interlock was engaged with no damage to the knife blade. Cracks were noted on the surface of the second loading unit. The first single use loading unit (sulu) was reset and loaded into the first returned device. The first instrument and sulu were applied to the appropriate test media with acceptable results. The second sulu was reset and loaded into the second returned device. The second instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the cracks on the surface of the loading unit condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open digestive surgery, the staples were stuck and unable to staple. Another stapler was used to finish the case. There was no patient injury.